Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 350 mg/dl while using the infusion sets. Her normal blood glucose range is 80-120 mg/dl. She bolused and programmed a temporary basal rate increase to lower her blood glucose. When she removed the headset she found the cannula was bent. The patient did not require treatment from a health care professional or second party to address the issue. No product will be returned for evaluation.